Event description:
It was reported that during a robotic laparoscopic sigmoid resection, the image of the rubina 0° endoscope was blurry during bowel exposure. The issue was resolved by replacing the endoscope with a 30° endoscope. There was a delay of approximately 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).